Event description:
It was reported that the 9800 system display went black during a procedure. A replacement system was used and there was no adverse patient event reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber circuit board was replaced and the system calibrated. The system was tested and found to be working as intended and placed back into service.